Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the clips were falling out of the device. The clips did fall into the pt and were retrieved. Another er320 was used to complete the case. There was no consequence to the pt.